Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking. A visual analysis was performed only.

Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from the funeral home. Further review of the manufacturer's database indicated the patient died approximately two months post the ipg system implant. The cause of death is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Analysis of the device is in process; the results will be forwarded when available.